Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (b)(4 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (b)(4 2013 with the following findings: daily insulin delivery totals appear inconsistent due to a time and date issue. Testing could not be adequately completed due to unresponsive keypad buttons.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that on (B)(6) 2012 the patient experienced severe hyperglycemia and was taken to the hospital. The reporter stated that the morning of (B)(6) 2012 the patient's blood glucose (bg) was reading "high" (>600mg/dl) with extreme nausea and vomiting. The reporter stated that ems was contacted and the patient was taken to the hospital. The ems reportedly tested the patient's bg to be 602mg/dl. At the time of the call to animas customer technical support (cts) the patient was still in the hospital and was on injections for management of diabetes. The patient was reportedly removed from insulin pump therapy and was given IV fluids and sub-cutaneous injections for treatment of the bg elevation. The reporter stated that the patient had a minor heart attack at the time of the reported bg excursion. The patient has reportedly had six bypass surgeries in the past five years. Cts was unable to review the pump histories and settings with the reporter due to an unrelated keypad button issue. This complaint is being reported because the patient allegedly experienced severe hyperglycemia of unknown cause requiring medical intervention while on insulin pump therapy.